Event description:
The device was used during a bullectomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to remove the component and complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.